Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bolus not delivered alert. Customer¿s blood glucose level was 301 mg/dl. Customer had a hyperglycemia. Customer was advised that every time that they deliver a bolus was not delivering him the bolus. The insulin pump will not be returned for analysis.